Event description:
On (B)(6) 2013, additional information was returned that the explanted generator was not available for return.

Event description:
Clinic notes were received for review. Clinic note dated (B)(6) 2013 - reported that the patient has 1-2 partial seizures/week. Does not feel their vns anymore. Vagal nerve stimulator settings: 2.5/20/130/1.8/30/2.75/130/30 adjusted to 2.75/20/130/1.8/30/3/130/30. Magnet mode and lead diagnostic testing was normal. The unit battery is almost out. On 5/13/2013 the patient had three seizures and had another one (B)(6) 2013 in the office. It is not known if they were above or below their pre vns rate. No further information will be provided by the patient's treating physician. The patient had their generator replaced and at this time it is not believed that it will be returned for analysis.